Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the drug was unknown. No code was noted on the ptm. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that at 10:45 pm on (B)(6) 2018, an alarm started and continued every 10-15 minutes. The patient went to the emergency room (ER). The hospital read the pump. A motor stall occurred around the time of alarm and did not recover. The pump was replaced with a new pump. The patient had also reported an error code on her device, when the patient was already in the hospital. No MRI was done, other that the patient reported having an x-ray earlier in the day on (B)(6) 2018. No symptoms were reported. The issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump prior to analysis identified the pump was programmed to deliver hydromorphone 5mg/ml at 25023mg/day and bupivacaine 15mg/ml at 7.507mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. Eval code-method no longer applies. Eval code-results no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to eval code-result; no longer applies. If information is provided in the future, a supplemental report will be issued.